Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a yellow screen stating elective replacement indicator (eri). The last check was in april when the monitoring voltage and charge time were at middle of life 2. 5 shocks were delivered during the device life. There was not an atrial lead, and outputs were programmed low. The device will be replaced. The device has been implanted approximately 2 years.